Event description:
Multiple discordant, falsely depressed carbon dioxide patient results (8 patients) were obtained on a dimension vista 1500 instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate dimension vista 1500 instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide patient results.

Manufacturer narrative:
A united states (us) customer reported multiple discordant, falsely depressed carbon dioxide patient results (8 patients) obtained on a dimension vista 1500 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The customer stated that quality control (qc) was within range prior to samples processing. The customer inspected and cleaned the aliquot probe, clearance slot and server probes. The customer verified the probes were straight, centered over drain, and latched in place. The cse replaced the sample 1 (s1) mixer and aliquot drain (due to gel buildup). Sample 1 (s1), sample 2 (s2), and reagent 1 (r1) arms were auto-aligned, all pumps were primed, and the instrument was reset and ran service methods. Further testing resulted within acceptable ranges. Siemens determined that the potential cause for the discordant carbon dioxide results is a sample mix issue with undermix. The instrument was repaired by replacing the sample mixer. The instrument is now fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.